Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) hospital of (B)(6). Due to character limitation in e1,telephone:(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that the cardiosave intra-aortic balloon pump (iabp) unit had alarm sounded for fiber optic sensor malfunction. There was patient involvement but no harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings,investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse performed a fiber optic test on-site, and the results showed a fiber optic catheter sensor signal error, requiring a fiber optic lamp replacement. At this time, the customer decided to not repair this fault. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.